Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer's blood glucose level was 600 mg/dl at the time of incident. Customer also stated that the chemotherapy was also given. Customer experienced symptoms such as sick related to high blood glucose level. Customer is unable to upload to carelink. The device will not be returned for analysis.